Event description:
It was reported that the core impaction drill heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Evaluation pending return of device.

Event description:
It was reported that the core impaction drill heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Upon disassembly for visual inspection, the rotor bearing was damaged.